Event description:
It was reported that after a da vinci sacrocolpopexy with hysterectomy procedure was completed on (B)(6) 2011, the surgeon returned to the hospital later on the same day to remove the pt's y-mesh using open surgical techniques. The reason for removing the y-mesh is unk. On (B)(6) 2011, the pt experienced severe pain and it was determined by the medical staff that the pt had developed sepsis due to a perforated bowel. Subsequently, the pt expired on (B)(6) 2011.

Manufacturer narrative:
A video of the da vinci si procedure was reviewed by a hospital physician. It was noted that the surgeon did not close the pt's peritoneum. The physician informed intuitive surgical that no issues were observed during the case. The physician also indicated that there were no system, instrument or accessory issues experienced by the surgical staff during the procedure. To the best of the physician's knowledge, there were no pt complications during the surgical procedure. The hospital is currently performing an investigation of the event. To date, it is unk how the damage to the pt's bowel was introduced and the exact cause of death is also unk. A follow-up medwatch report will be submitted if additional info is received.